Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt reported, she has had some elevated blood glucose readings as high as 330 mg/dl. She stated her normal range is approx 120 mg/dl. The pt stated, she has changed her infusion headset, tubing, piston rod, the settings on her infusion device, and she switched to her backup infusion device in 2007. She stated, she has continued to have elevated blood glucose off and on even with these changes. The pt stated, she has corrected her elevated blood glucose by bolusing through her backup insulin infusion device. She said, she is not sure whether the elevated readings are caused by the infusion device or by stress or sickness. On follow up, the pt stated she is feeling better and has no current blood glucose issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.